Event description:
It was reported that removal difficulties, device detachment and additional intervention occurred. A guidezilla ii guide extension catheter was advanced to the target lesion in the mid right coronary artery (rca) which was noted to be very large. A 5.00 x 20mm synergy balloon expandable stent was advanced and the stent was successfully deployed. During removal of the synergy stent delivery system back into the guidezilla ii, the catheter became stuck. The guidezilla ii, synergy delivery system catheter and guidewire were all removed as one unit. 8cm of the synergy stent delivery system broke off inside the patient near the distal sheath tip. The detached portion was successfully removed using a snare. The procedure was completed and the patient fully recovered.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned without the stent as it was implanted at the lesion site. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found an inner shaft stretched 6.5 cm proximal to distal tip as well as a break at the exchange port region measured at 26 cm from distal tip. Additionally, a kink was noted on the shaft polymer extrusion at the proximal balloon bond.

Event description:
It was reported that removal difficulties, device detachment and additional intervention occurred. A guidezilla ii guide extension catheter was advanced to the target lesion in the mid right coronary artery (rca) which was noted to be very large. A 5.00 x 20mm synergy balloon expandable stent was advanced and the stent was successfully deployed. During removal of the synergy stent delivery system back into the guidezilla ii, the catheter became stuck. The guidezilla ii, synergy delivery system catheter and guidewire were all removed as one unit. A 8cm of the synergy stent delivery system broke off inside the patient near the distal sheath tip. The detached portion was successfully removed using a snare. The procedure was completed and the patient fully recovered. It was further reported that there was no visual damage to the guidezilla. It was not clear where the delivery system was stuck, the stent catheter was pulled back after stenting and then felt stuck. Also, it was indicated that the device was completely removed as it was confirmed that there were no device fragments left in the patient's body per x-ray.

Event description:
It was reported that removal difficulties, device detachment and additional intervention occurred. A guidezilla ii guide extension catheter was advanced to the target lesion in the mid right coronary artery (rca) which was noted to be very large. A 5.00 x 20mm synergy balloon expandable stent was advanced and the stent was successfully deployed. During removal of the synergy stent delivery system back into the guidezilla ii, the catheter became stuck. The guidezilla ii, synergy delivery system catheter and guidewire were all removed as one unit. A 8cm of the synergy stent delivery system broke off inside the patient near the distal sheath tip. The detached portion was successfully removed using a snare. The procedure was completed and the patient fully recovered. It was further reported that there was no visual damage to the guidezilla. It was not clear where the delivery system was stuck, the stent catheter was pulled back after stenting and then felt stuck. Also, it was indicated that the device was completely removed as it was confirmed that there were no device fragments left in the patient's body per x-ray.